Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6)2025, it was reported that the patient experienced a cgm accuracy issue. The patient began feeling disoriented and incoherent. The patient¿s cgm was reading 225 mg/dl. No bg meter reading was taken at this time. Emergency medical services (ems) was called. Once ems arrived, the patient¿s bg meter reading was 54 mg/dl. The patient did not look at what her cgm was displaying at this time. The patient was treated with glucose gel and an IV saline solution. She was then transported to the emergency room (ER). At the ER, the patient¿s bg meter reading was 150 mg/dl and the cgm was reading 330 mg/dl. The patient was not provided with any additional medication or treatment in the ER. She was discharged home later the same day. The patient was feeling fine at the time of report with a cgm reading of 73 mg/dl and bg meter reading of 67 mg/dl. No data was provided for evaluation. The allegation and the probable cause could not be determined. When the patient began feeling disoriented, there was not a complete set of reported glucose values available to search within the parkes error grid calculator. Once the patient was at the ER, the reported glucose values fall within the c zone of the parkes error grid. At the time of the report, the reported glucose values fall within the a zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.